Manufacturer narrative:
It was reported that the patient had aseptic loosening of the tibial component. Revision surgery occured and the patient received an off-the-shelf implant. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient had aseptic loosening of the tibial component. Revision surgery occured and the patient received an off-the-shelf implant.